Manufacturer narrative:
Result: damaged power board. Damaged motion interrupt pan.

Event description:
It was reported by service report that the unit had no power, and the motion interrupt pan was damaged. No pt involvement or adverse consequences were reported.